Event description:
It was reported by a patient that he had the cervical plate and screws implanted. One of the screws was reportedly broken at unknown time post op. The revision surgery was performed and the whole construct was explanted approximately three and a half years post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.